Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three events reported from the same physician regarding patients that encountered hemorrhage and arterial erosion with axios electrocautery-enhanced stent and delivery systems. The event with the first patient is captured in manufacturer report # 3005099803-2016-01268, the event with the second patient is captured by manufacturer report # 3005099803-2016-01269, and the event with the third patient is captured by manufacturer report # 3005099803-2016-01270. It was reported to boston scientific corporation that an axios electrocautery-enhanced stent and delivery system was implanted during a pancreatic pseudocyst gastrostomy procedure performed on an unknown date. According to the complainant, during the procedure, the stent was successfully placed. Necrotomy of the pancreas was performed via the stent post placement. More than four (4) weeks after stent placement (exact date unknown), the patient presented to the hospital with hematemesis. The patient underwent endoscopy and it was noted that there was clotting at the metal stent and the pseudocyst had resolved. Reportedly, there was erosion of the splenic artery near the stent. The stent was removed from the patient and bleeding was noted at the removal site. The patient underwent a blood transfusion and was sent to interventional radiology, where the bleeding was resolved using embolization. According to the physician, the axios stent did not fail but resulted in faster resolution of the pseudocyst than expected. There were no further patient complications reported as a result of this event. The patient's condition was reported to be okay

Event description:
Note: this report pertains to one of three events reported from the same physician regarding patients that encountered hemorrhage and arterial erosion with axios electrocautery-enhanced stent and delivery systems. The event with the first patient is captured in manufacturer report # 3005099803-2016-01268, the event with the second patient is captured by manufacturer report # 3005099803-2016-01269, and the event with the third patient is captured by manufacturer report # 3005099803-2016-01270. It was reported to boston scientific corporation that an axios electrocautery-enhanced stent and delivery system was implanted during a pancreatic pseudocyst gastrostomy procedure performed on an unknown date. According to the complainant, during the procedure, the stent was successfully placed. Necrotomy of the pancreas was performed via the stent post placement. More than four (4) weeks after stent placement (exact date unknown), the patient presented to the hospital with hematemesis. The patient underwent endoscopy and it was noted that there was clotting at the metal stent and the pseudocyst had resolved. Reportedly, there was erosion of the splenic artery near the stent. The stent was removed from the patient and bleeding was noted at the removal site. The patient underwent a blood transfusion and was sent to interventional radiology, where the bleeding was resolved using embolization. According to the physician, the axios stent did not fail but resulted in faster resolution of the pseudocyst than expected. There were no further patient complications reported as a result of this event. The patient's condition was reported to be okay. Additional information received on september 26, 2016: boston scientific corporation became aware of additional information regarding this event through the article "lumen-apposing metal stents (lams) for pancreatic fluid collection (pfc) drainage: may not be business as usual" written by ji young bang, et al. This report pertains to the event of difficulty removing the stent with resultant bleeding. According to the literature, when the patient presented for routine outpatient endoscopic stent removal, the stent was found to be buried under gastric mucosa on fluoroscopy. Removal of the stent was technically challenging. After passage of a guidewire via an endoscopic retrograde cholangiopancreatography (ercp), the transmural tract was dilated to 12 mm using a radial expansion balloon. Attempts to remove the stent endoscopically using rat-tooth forceps and a 15mm stone extraction balloon were unsuccessful. The stent was successfully retrieved with large 8 mm biopsy forceps; however, this precipitated hemorrhage requiring ir-guided coil embolization, as previously reported. The other events reported in the article have been captured separately in manufacturer report #3005099803-2016-03211 and manufacturer report #3005099803-2016-03249. Additional information received on october 20, 2016: according to the corresponding author of the article, the event of difficulty removing the stent with resultant bleeding described in the article did not occur in the same patient as the event of splenic artery erosion and bleeding initially captured in this report. Therefore, the event of difficulty removing the stent with bleeding as described in the article is now captured in manufacturer report #3005099803-2016-03211.

Manufacturer narrative:
(B)(4).journal article: bang, et al. "Lumen-apposing metal stents (lams) for pancreatic fluid collection (pfc) drainage: may not be business as usual." Gut 2016; 0: 1-3. Doi http://dx.doi.org/10.1136/gutjnl-2016-312812.updated with additional information received on september 26, 2016.

Event description:
Note: this report pertains to one of three events reported from the same physician regarding patients that encountered hemorrhage and arterial erosion with axios electrocautery-enhanced stent and delivery systems. The event with the first patient is captured in manufacturer report # 3005099803-2016-01268, the event with the second patient is captured by manufacturer report # 3005099803-2016-01269, and the event with the third patient is captured by manufacturer report # 3005099803-2016-01270. It was reported to boston scientific corporation that an axios electrocautery-enhanced stent and delivery system was implanted during a pancreatic pseudocyst gastrostomy procedure performed on an unknown date. According to the complainant, during the procedure, the stent was successfully placed. Necrotomy of the pancreas was performed via the stent post placement. More than four (4) weeks after stent placement (exact date unknown), the patient presented to the hospital with hematemesis. The patient underwent endoscopy and it was noted that there was clotting at the metal stent and the pseudocyst had resolved. Reportedly, there was erosion of the splenic artery near the stent. The stent was removed from the patient and bleeding was noted at the removal site. The patient underwent a blood transfusion and was sent to interventional radiology, where the bleeding was resolved using embolization. According to the physician, the axios stent did not fail but resulted in faster resolution of the pseudocyst than expected. There were no further patient complications reported as a result of this event. The patient's condition was reported to be okay ***additional information received on september 26, 2016: boston scientific corporation became aware of additional information regarding this event through the article "lumen-apposing metal stents (lams) for pancreatic fluid collection (pfc) drainage: may not be business as usual" written by ji young bang, et al. This report pertains to the event of difficulty removing the stent with resultant bleeding. According to the literature, when the patient presented for routine outpatient endoscopic stent removal, the stent was found to be buried under gastric mucosa on fluoroscopy. Removal of the stent was technically challenging. After passage of a guidewire via an endoscopic retrograde cholangiopancreatography (ercp), the transmural tract was dilated to 12 mm using a radial expansion balloon. Attempts to remove the stent endoscopically using rat-tooth forceps and a 15mm stone extraction balloon were unsuccessful. The stent was successfully retrieved with large 8 mm biopsy forceps; however, this precipitated hemorrhage requiring ir-guided coil embolization, as previously reported. The other events reported in the article have been captured separately in manufacturer report #3005099803-2016-03211 and manufacturer report #3005099803-2016-03249.